Event description:
The surgeon performed a revision on the patient's left knee due to excessive pain and inability to get full extension. The surgeon determined that the patient had developed an excessive amount of scar tissue. Once the scar tissue was removed, range of motion was greatly improved. The surgeon decided to exchange the 11mm insert and implanted a 9mm insert. The surgeon also commented that the implants were very well fixed and in good condition. The surgeon does not believe that this event is device related.

Manufacturer narrative:
An event regarding pain and reduced range of motion leading to revision surgery involving a triathlon cs insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the DHR was satisfactory. Complaint history review: chr review confirmed that there are no other similar events reported for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the surgeon believes that the event is not device related. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon performed a revision on the patient's left knee due to excessive pain and inability to get full extension. The surgeon determined that the patient had developed an excessive amount of scar tissue. Once the scar tissue was removed, range of motion was greatly improved. The surgeon decided to exchange the 11mm insert and implanted a 9mm insert. The surgeon also commented that the implants were very well fixed and in good condition. The surgeon does not believe that this event is device related.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. The hospital will not provide any further information or documentation. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.